Manufacturer narrative:
There are no reports of trauma or excessive activity that may have contributed to the damage noted on the implanted components. The implanted components appear to have been functioning as expected for more than 3 months after implant. The explanted components were held by the medical facility and have not been returned to nalu for further investigation.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 after participating in a trial phase with a different manufacturer. On (B)(6) 2024 the patient called the nalu technical support line to report feelings of stabbing type pain within approximately 2 inches of the location of the implantable pulse generator (ipg). The patient reported feeling the sensation only while the system was on and delivering therapy and noted that the sensation decreased when the amplitude of the device was decreased. Xray imaging was done and suggested an issue with the legs where the implanted leads connect to the ipg. On (B)(6) 2025 a surgical revision was performed to replace the ipg. During the procedure, a nalu representative present visually confirmed that one leg of the ipg appeared to be fractured. Moving functional leads between the two ipg legs confirmed that the ipg leg was damaged and required replacement.